Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve capture was lost while ablating the right inferior pulmonary vein (ripv). The pvi procedure was completed. After the procedure was completed, the treating physician reported possible weak capture of the phrenic nerve, but confirmation was received on (B)(6) 2023 that a phrenic nerve injury had occurred. No additional information has been provided for this reported event.